Event description:
A malfunction alarm was reported, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this issue within the last 24 hours, so technical support provided instructions for resetting it. After following these instructions, the malfunction did not recur, allowing the customer to continue using the pump. Customer was advised to contact support again if the issue returns, and they acknowledged the guidance.